Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 579 mg/dl and treated with insulin pump. The customer had no symptoms of high blood glucose. Customer's blood glucose value was 579 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2016 and did contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. Customer declined to troubleshoot for leaks or air bubbles and site or insulin issues. Caller believed that the device settings were correct. Caller declined to perform high pressure test stating that high blood glucose was due to customer's body changing due to puberty.